Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. No details as to the nature of the patient's injuries and no medical records have been provided. Information is limited at this time. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol ventrio st(device #2). An additional emdr was submitted to represent the bard/davol ventrio st(device #1). "

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2015: the patient underwent surgery for implant of an unspecified bard/davol ventrio st(device #1) on (B)(6) 2016 : the patient underwent surgery for implant of an unspecified bard/davol ventrio st(device #2). The patient had unspecified injuries. The patient is only making a claim for an adverse patient outcome against the two(2) ventrio st(device #1 and device #2). The attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿

Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. No details as to the nature of the patient's injuries and no medical records have been provided. Information is limited at this time. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the PMA/510(k) . Upon review of medical records, it was confirmed there was no adverse event or medical/surgical intervention associated to the ventrio st implanted to treat the patient's recurrent hernia. Review of the manufacturing records was performed and found that the lot was manufactured to specification. Note, the manufacturing date (15-jul-2016) is considered to be a best estimate. This supplemental emdr represents the ventrio st (device #2) additional supplemental emdr was submitted to represent the ventrio st (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2015: the patient underwent surgery for implant of an unspecified bard/davol ventrio st(device #1) (B)(6) 2016 : the patient underwent surgery for implant of an unspecified bard/davol ventrio st(device #2). Ni/ni/ni: the patient had unspecified injuries. The patient is only making a claim for an adverse patient outcome against the two(2) ventrio st(device #1 and device #2). The attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ addendum per additional information provided: (B)(6) 2015 - patient was diagnosed with ventral hernia thereby underwent open repair with the implant of ventrio st mesh (device #1). Per operative notes, ¿the hernia sac was dissected free and removed. A piece of ventrio st mesh (device #1) was placed behind the defect using sutures. This was tacked in several other areas around the mesh.¿ (B)(6) 2016 - patient was diagnosed with recurrent abdominal wall hernia thereby underwent laparoscopic repair with partial removal of ventrio st mesh (device #1) and implant of ventrio st mesh (device #2). Per operative notes, ¿hernia sac was entered. There were multiple adhesions of the small bowel and the omentum to the hernia mesh. The medial portion a mesh was resected and removed. A ventrio st mesh was laid in the abdomen covering most of the bowel and omentum as much as possible. Using a tacker the lateral border of the mesh was fixed to the abdominal wall circumferentially. The abdominal mesh was then sutured along the inner ring to the posterior abdominal wall using sutures.¿ attorney alleges that the patient had adhesions, bowel obstruction, pain, infection, hernia recurrence and emotional injuries. It was also alleged that the patient had debridement of abdominal wall; partial mesh explanation; exploratory surgery; adhesions of small bowel and omentum.